Event description:
It was reported that the procedure was to treat an unspecified lesion with heavy calcification and moderate tortuosity. The 3.5x18 mm xience skypoint stent delivery system (sds) was unable to cross the lesion and the stent dislodged into the guide catheter extension. The guide catheter extension was removed. Another guide catheter extension and a non-abbott sds were used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties cannot be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy, previously implanted stent(s) or accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, moderately tortuous lesion during advancement, resulting in the reported failure to advance. Further interaction with accessory devices (guide catheter extension) during retraction of the device may have caused the reported stent dislodgement, as the physician reported the guideliner was kinked; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.